Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information requested but not received.

Event description:
It was reported that the patient presented in clinic. The device was unable to be interrogated. A magnet was placed over the device, and no pacing response was noted. No further information was provided.